Manufacturer narrative:
This report is submitted on may 3, 2022.

Event description:
Per the surgeon, the patient experienced a skin infection (mrsa) at the abutment site which was treated with an oral antibiotic. The implant remains in-situ.